Manufacturer narrative:
A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as redness, itching, and pus at the sensor site. Customer had contact with a healthcare professional and received advantan topical antibiotic for treatment and hansaplast antiseptic spray to apply prior to sensor application. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as redness, itching, and pus at the sensor site. Customer had contact with a healthcare professional and received advantan topical antibiotic for treatment and hansaplast antiseptic spray to apply prior to sensor application. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.